Manufacturer narrative:
Concomitant medical devices: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right ventricular (rv) lead undersensing on some treated ventricular fibrillation (vf) electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.